Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user receiving repeated alert 60 notifications after completing a supply change. The user performed multiple restarts and continued to experience alert 60. The agent confirmed the device battery was at 80% and initiated a replacement. The user¿s blood glucose was not affected and no adverse health effects were reported.